Event description:
It was reported that the piston rod of the infusion device was defective. The patient was hospitalized for diabetic ketoacidosis. The blood glucose result was 500 mg/dl on an unknown device. The type of treatment given to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. No further information was provided. The device serial number was not provided. Return of the suspect device was requested for evaluation.